Event description:
It was reported that a computed tomography scan revealed that the atrial lead had perforated the patient. The lead was repositioned. The patient was asymptomatic before, during and post procedure.

Manufacturer narrative:
UDI (di): (B)(4).